Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Small bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Powered echelon. What color cartridge was being used? White. What other color cartridges were used before and after this event? White was used for the case. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? Many years. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Yes. Was the staple line incomplete or did it exceed the cut line? Yes. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that two ecr60w cartridge reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, after transecting the small bowel and performing the leak test, it was noticed that a section of the bowel had not been closed and the staples within that section were not formed properly. Another reload was used to fix this and surgeon continued to use the powered echelon throughout the procedure. There were no adverse consequences for the patient.